Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2026 while reportedly wearing the lifevest. The patient received five inappropriate treatments. The device was started up at 10:21:02 on (B)(6) 2026. At 05:13:27 on (B)(6) 2026, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. Between 05:14:05 and 05:15:54, the patient received five inappropriate treatments. Oversensing of cardiac activity contributed to the false detection. Rhythm at the time of each treatment was asystole, which is a non-life sustaining rhythm. Post shock rhythm continued to be asystole, which is a non-life sustaining rhythm. The electrode belt was disconnected at 05:17:09 on (B)(6) 2026.